Event description:
The customer reported via phone call that she had a compromised force sensor system alarm on the insulin pump during a set change. Customer's blood glucose was 400 mg/dl. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer stated that she cannot use the pump due to the alarm. Customer is contacting her doctor to find the best way to treat for her high blood glucose. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform functional testing or verify a33 alarm due to motor error alarm. The insulin pump has minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corner and stained end cap sticker.